Event description:
It was reported that the patient underwent a total hip arthroplasty in (B)(6) 2005 and subsequently was revised on (B)(6) 2013 due to due to pain, elevated metal ion levels and a pseudotumor. Revision operative noted the presence of fluid, scarred metal stained capsule, bone defect, and metallosis. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain."